Manufacturer narrative:
Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit did not pass the sleep current measurement test due to high current. Pump was monitored. No blank display noted during testing. No heating up noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing. Pump error 53 alarmed on 03/24/2021 23:12:28.000 due to hardware error (esf#3764387; file number: 9640; line number: 8192). Replace battery now alarm on 03/29/2021 21:29:13.000 was found in the history files. Pump was cut open to perform visual inspection and found moisture damage¿on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label stained). Device heating up was not confirmed. Blank display was not confirmed. Pump error 53 was confirmed due to a hardware error. Unexpected battery power loss was confirmed due to moisture damage to the battery tube and electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insulin pump was vibrating and did not say anything, red light was flashing. Customer stated that insert battery alarm did not display when battery was removed. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer sated that display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.